Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the lead and ipg site. As such surgical intervention was undertaken and the entire system was explanted.

Manufacturer narrative:
B3- date of event is estimated. Section a4: patient weight is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.